Event description:
The customer reported wash carousel motion errors and a wash carousel jam while operating the unicel dxc 600i synchron access clinical system used in conjunction with the access reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results as the instrument would be in not ready state and not complete any assays on board. There was no patient impact associated with this event. Beckman coulter replaced the affected lot of reaction vessels with a new lot without the new resin. The customer indicated no further issues.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access® instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4). This medwatch report is related to MDR 2122870-2013-00963.